Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. After the issue of hemolysis was reported, the customer indicated that they identified an issue with the collection technique contributing to the hemolysis. Our business team regularly reviews the collected data for identification of emerging trends. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tube, the device experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter. The customer stated: customer reported that uses bd tubes in his lab, and very often it has been happening hemolysis in the first tube draw.